Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event the same day as diagnosis. Treatment for the event was not reported. At the time of this report the patient was not recovered from this peritonitis event. Physioneal therapies were ongoing. Additional information was unable to be obtained.

Manufacturer narrative:
(B)(4). Three days prior to the receipt of this additional information, physioneal therapies were discontinued (previously physioneal therapies were reported to be ongoing). Should additional relevant information become available, a supplemental report will be submitted.